Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104555) on 27-oct-2021. The most recent information was received on 05-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('one of the implants had migrated into uterus') in a female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced arthralgia ("joint pain"). In 2021, the patient experienced device expulsion (seriousness criterion medically significant) and vaginal haemorrhage ("I began bleeding vaginally"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disease"), allergy to metals ("reactions of all time of metals") and menopausal symptoms ("I have been post- menopausal for 8 years"). At the time of the report, the device expulsion, autoimmune disorder, allergy to metals and menopausal symptoms outcome was unknown and the vaginal haemorrhage and arthralgia had not resolved. The reporter considered allergy to metals, arthralgia, autoimmune disorder, device expulsion, menopausal symptoms and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the seriousness criterion ¿serious injury¿ was reported, but not specified or assigned to one of the events¿ in 2021 vaginal bleeding stopped and in 2021, I began vaginal bleeding again. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2021: one of the implants had migrated into uterus; in 2021: no change. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104555) on 27-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('one of the implants had migrated into uterus') in a female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced arthralgia ("joint pain"). In 2021, the patient experienced device expulsion (seriousness criterion medically significant) and vaginal haemorrhage ("I began bleeding vaginally"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disease"), allergy to metals ("reactions of all time of metals") and postmenopause ("I have been post- menopausal for 8 years"). It was unknown whether any action was taken with essure (ess205). At the time of the report, the device expulsion, autoimmune disorder, allergy to metals and postmenopause outcome was unknown and the vaginal haemorrhage and arthralgia had not resolved. The reporter considered allergy to metals, arthralgia, autoimmune disorder, device expulsion, postmenopause and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the seriousness criterion ¿serious injury¿ was reported, but not specified or assigned to one of the events¿ in 2021 vaginal bleeding stopped and in 2021, I began vaginal bleeding again diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2021: one of the implants had migrated into uterus; in 2021: no change. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.